Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an electrical reset. A critical ram parity error occurred in address 0c 7c on (B)(6) 2014. Power on reset (por) severity is low so the device should be able to fully recover after reset.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a power on reset (por) occurred and the device was operating in vvi65 mode. A device interrogation was performed and the device remains in use. No patient complications have been reported as a result of this event.